Event description:
The pt reportedly had difficulties during initial stimulation programming, an x-ray confirmed that the electrode array was not in the cochlea. In 2003, revision surgery was performed. The surgeon reportedly was only able to obtain partial insertion of the electrode array. In july 2003, the pt was seen at the center for device programming. The pt reportedly was unable to experience sensation of sound on first band of four electrodes. Another set of x-rays was requested. The results were ambiguous. A CT scan was performed. The CT indicated that the electrode array was behind the cochlea. Surgery to reposition the electrode array has been scheduled for august 2003.